Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer¿s blood glucose level. A cartridge change was performed resolving the issue or the customer reverted to alternate therapy for diabetes management.